Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn : m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patient was experiencing inadequate stimulation due to lead migration. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted leads will not be returned as they were discarded by the medical facility.